Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and verified bent battery pins. After replacing battery pins, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
A customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that the battery pins are bent and barely hold the battery. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involved in the reported event.